Event description:
Related manufacturing reference number: 2017865-2023-93943. Related manufacturing reference number: 2017865-2023-93945. It was reported that the patient's right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was explanted and replaced. It was also reported that the right ventricular lead and the pulse generator were explanted and replaced for unknown reason. The patient was in stable condition throughout the procedure.